Manufacturer narrative:
The investigation determined that a discordant, higher than expected vitros ipth result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The definitive cause of the event is unknown. It is possible that the cause of the higher than expected vitros ipth result could be a cumulative effect of heterophilic antibodies in the patient sample, in addition to expected method to method difference between vitros & roche assays, as well as pre-analytical sample factors. Pre analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The time between vitros and roche testing events was not established, and the degree of fragmentation will depend on both time and temperature of storage of the patient sample between testing events. A vitros ipth lot 1060 reagent issue is an unlikely contributor to the event, as quality control results prior to the event were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1060. Despite no precision testing performed on the vitros 5600 integrated system, there is no evidence to suggest that an instrument malfunction contributed to the event. The higher than expected vitros ipth results were reported from the laboratory, but a physician questioned the results. No treatment was altered, initiated or stopped as a result of the higher than expected vitros ipth results. Ortho has not been made aware of any allegation of harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant, higher than expected vitros intact pth (ipth) result obtained from a single patient sample when tested on a vitros 5600 integrated system. The result was discordant when compared to a non-vitros (roche) result obtained at a reference laboratory. Patient 1 vitros ipth result of 136.20, 167.7 pg/ml versus the non-vitros (roche) ipth result of 74.00 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth result was reported from the laboratory, but a physician questioned the result. No treatment was altered, initiated or stopped as a result of the higher than expected vitros ipth results. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).